Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 111) was isolated to the c19 capacitor being pulled from the pcb, causing the monitor to deliver a pulse below the lower limit. After incoming evaluation, contamination was also found on multiple components of the ca board. The monitor did not pass detect and treat testing. The root cause for the defective c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.